Event description:
Caller reported a cgm error 42 that reoccurred three or more times on the pump, though the pump had not been reset in the past 24 hours. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the malfunctioning pump, confirmed the warranty status, discussed storage mode instructions, and arranged for the problematic pump's return. The customer agreed to continue using the current pump as a backup therapy.